Event description:
Reporter used the icy hot heat therapy patch on her lower back area in 2007 and it burned that area of her skin. This is the second time she used this product. The patch did relieve the pain she was experiencing both times but this time it burned her skin (pulled skin completely off my back). She is treating the area herself right now; if it gets worst, she will go to the doctor in a couple of days. On the following month, reporter left message that burns were worse and a nurse had treated her back. She liked product and thought that it worked fast on the pain, but would not use again because of burn to her sensitive skin.